Event description:
Equipment malfunction patient utilization. The unit was tested and the purity was fluctuating from 90%-85% and 85%-90% indicating 1 of the sieve beds may be defective, the unit was not alarming. The unit will be sent in to the manufacturer for service.